Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels (535 mg/dl), and diabetic ketoacidosis. Customer was treated through intravenous insulin drip and fluids due to customer being dehydrated. Customers' healthcare professional changed the pumps basal rate, and customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.